Manufacturer narrative:
Additional information: d10, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 5 of treatment. The fluid did not come into contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reset up with new supplies and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cefphalexin (250 mg, oral, 3 times a day, 3 days). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped peritoneal dialysis treatment. The patient contact confirmed that the leaking between the adapter and baxter bag. The adapter used by the patient was available for return for physical evaluation by the manufacturer.